Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the stapler did not fire. The device was also arrived without packaging. Another device was used to complete the case. There was no patient injury.